Event description:
Ous MDR - this pacemaker was implanted approximately 3 years ago, but the implant date is unknown. The patient has not felt completely well since the implant and mentioned frequent skipped heartbeats. During a follow up, it was observed that the atrial lead had dislodged and moved into the ventricle. Upon interrogation, the device indicated a remaining battery capacity of 8 years. At the time of the planned lead revision, the pacemaker indicated eri and was replaced.

Manufacturer narrative:
The lead complained about was not returned for analysis. During the pacemaker analysis, the manufacturing process of this device was reviewed first. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In a first step, the pacemakers capability to provide therapy was tested. The anti-bradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specifications in regard to its device functions. In the further course of the analysis, the pacemaker underwent a status interrogation, and the clinical observation was confirmed. The implant switched to the battery status eri on (B)(6) 2016. The pacemaker memory was then analyzed, especially the battery history. The battery was definitively not discharged, and the power consumption was normal. The battery status eri was then successfully reset. Subsequent interrogations showed the battery status ok, as expected. A stress test at different temperature conditions showed proper behavior of the implant. However, for further analysis, the follow up data from (B)(6) 2016 with the respective programming selections are necessary. The analysis showed that the battery status eri was not triggered by an actually discharged battery. After resetting the battery status eri, the implant proved to be fully functional. The cause for the activation of the battery status eri could not be discovered during the analysis. The capability to provide therapy was not impaired at any time.